Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the suggested intraocular lens (iol) power calculations were incorrect by more than two diopters during a cataract procedure. The physician chose to use his own measurements and did not implant the suggested iol since the big shift in the diopter power was noted. Additional information requested.

Manufacturer narrative:
Upon further review of the case, the initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).

Event description:
The system suggested calculation for this case was not incorrect by two diopters or more. The suggested intraoperative power was 22.5d and recalculation showed this should have been 23.0d.